Event description:
The customer reported that following a diagnostic catheterization procedure in 2000, a vasoseal vhd kit size 1 was deployed. Five days later the pt reported to the emergency room with an elevated temperature, and pain and tenderness at the puncture site, with no drainage noted. The pt was treated with IV antibiotics and released the same day. No further complications were reported.